Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that she went to input the carbohydrates value for her dinner on the insulin pump, pressed the up arrow button, which was sticking, and the device gave her high numbers. She stated that she removed and reinserted the battery, but the insulin pump alarmed button error thereafter. The customer's blood glucose was 328 mg/dl. She stated that nothing worked on the insulin pump and noted that she had worn the insulin pump in her bra. She stated that the device had gotten sweat on it but had not gotten wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarms or unexpected numbers ramping during testing was noted. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, and a missing end cap sticker.